Manufacturer narrative:
A ge rep evaluated the system and replaced the cpu battery. The system operates as intended.

Event description:
It was reported the system sporadically did not boot up. There is no report of injury or death associated with the event described in this complaint.